Event description:
Upon removal of one of the patients hemovac drains it was noted that the drain appeared to be broken. A CT scan was obtained which did show a retained portion of the drain tube in the subcutaneous layer. Patient returned to surgery to remove retained drain piece.